Manufacturer narrative:
Inspection results of the returned device confirmed that the catheter was separated mid shaft. The separated catheter length measured at 30.0cm, and the remaining shaft measured at 108.9cm. There were no kinks or damages to the device other than the ovalized distal tip and the shaft separation. The manufacturing records of this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing and inspection was completed to ensure the device met minimum tensile specification. The catheter undergoes 100% visual inspection for visual defects over the entire length of the catheter.

Event description:
Patient presented with sagittal sinus thrombosis. Access was obtained with a zoom 88 advanced over a competitor support catheter and 0.035 guidewire in the transverse sinus. Zoom 55 was subsequently advanced to the clot and hooked up to the aspiration pump for mechanical thrombectomy. Once under aspiration, the physician rapidly advanced and retracted the zoom 55 within the sagittal sinus for approximately 15 seconds. During the zoom 55 removal it was observed that the mid shaft separated, with approximately 20cm of distal shaft remaining in the patient. The physician proceeded to remove the separated distal shaft by inflating a balloon catheter and anchoring the separated zoom 55 segment, and subsequently retracting it into the guide catheter. The physician completed the procedure with a new zoom 71. Patient is currently stable and doing well.